Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 485 mg/dl with extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer support revealed the patient incorrectly programmed the bolus type in the pump and was changing the infusion set every five days instead of every three days as indicated in the infusion set instructions for use. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse.